Manufacturer narrative:
This device crb (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4). The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
As it was reported by the affiliate via email: the balloon of the cypher select plus stent burst upon inflating to 7atm. The physician was able to fully deploy/appose the stent using an nc balloon. There was no patient injury.

Event description:
Adverse event(s): "60 percent of sight" (postoperative refraction, unexpected). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A surgeon reported noting a scratch on an intraocular lens (iol) following implantation. The surgeon reported, the pt had 60 percent of her sight at an examination on the second postoperative day. Additional info has been requested.

Manufacturer narrative:
Information received from an affiliate indicated that the balloon of a 2.25mm x 13mm cypher select plus stent burst upon inflating the device to 7 atmospheres. The stent was further dilated with a non-compliant balloon for optimal apposition. There was no report of patient injury and no additional information is available. The device was returned for analysis. Failure analysis: one non sterile cypher select + 2.25mm x 13mm stent delivery system (sds) was received coiled inside a plastic bag. The sds was bent; this condition could be related to the way the unit was sent for analysis. Residues of inflation media were observed inside the inflation lumen. The balloon had already inflated. The stent was not received. Pressurized water was applied to the catheter and no leak was observed, the balloon could be inflated; the pressure was remaining and no anomalies were found. A review of the manufacturing documentation associated with this lot was performed. Three units were rejected for leakage during the balloon bump forming process; however, a 100% leak testing/inspection is performed during the process. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The reported customer complaint of balloon burst was not confirmed through failure analysis as the device maintained pressure during functional analysis and no other anomalies could be found. The exact cause of the difficulties that the customer experienced could not be identified. Since no failure could be identified during the analysis no corrective action is required.